Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non calcified right coronary artery. A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment but the stent failed to cross the lesion. After trying to cross multiple times, the shaft was kinked. The device was completely removed manually from the patient's body, and it was noted that the device got broken which occurred at 50cm from the hub. The procedure was completed with a different device. No patient complications reported and the patient status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non calcified right coronary artery. A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment but the stent failed to cross the lesion. After trying to cross multiple times, the shaft was kinked. The device was completely removed manually from the patient's body, and it was noted that the device got broken which occurred at 50cm from the hub. The procedure was completed with a different device. No patient complications reported and the patient status was stable.